Event description:
Customer reported smoke from the analyzer's power box. The smoke smell traveled from the lab to the reception area of the hospital. The instrument was installed by the customer 4 years and 11 months ago. According to the field service engineer, nobody was injured in the incident.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
The root cause of the event was the left side fan ceased operation. Service maintenance instructions for the analyzer contain a procedure for cleaning the power supply every 6 months and replacing the fans as well as the fan assembly power supply main every 3 years. In this case, the fan assembly power supply main was not replaced as outlined in the service bulletin. No injury was reported. The problem was resolved by replacement of the power supply main.

Event description:
It was reported that post op of a laparoscopic right colectomy procedure, the device fired properly. However, the patient's abdomen was distended and post op the sixth day, the patient became tachycardic. The patient was re-operated where it was noticed to have substance around the anastomosis. There was a leak at the distal end of the tlc55 staple line where it intersected at the tl60 mid staple line. The patient was given a temporary colostomy and is still in the hospital.